Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing and atrial undersensing during atrial fibrillation (af). The patient experienced dizziness, chest pain and "a racing heart." The ra lead remains in use. No further patient complications have been reported as a result of this event.